Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that customer was experiencing high blood glucose. The customer's blood glucose level was 400 mg/dl which was treated with manual injections. The insulin pump will be returned for analysis.